Manufacturer narrative:
The ventilator was investigated on site and no part was replaced. Evaluations of the received device logs show matching event on the reported event day. Between (B)(6) at 07:25 and (B)(6), at 13:50, several alarms for high o2 concentration and airway pressure high were generated. A pre-use check was confirmed to be successful prior to this ventilation period. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviates from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. High airway pressure alarms are common during patient treatment. They can be patient related and/or due to parameter and alarm limit settings. No service has been performed and no goods have been replaced, therefore the cause has not been established in this investigation.

Event description:
Manufacturer ref. #: 1917mcc1844.

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that during patient treatment, the ventilator generated alarms for high o2 concentration. There was no patient harm. (B)(4).